Event description:
A malfunction occurred with the customer's pump, showing a malf 12 code, with the issue reported twice on the same day. There was no adverse impact to the customer¿s blood glucose level. Technical support arranged for a replacement pump to be sent with updated software, and the customer will continue using their current pump until the replacement arrives. They were instructed to put the pump into storage mode before returning it to tandem and informed about the necessary steps to take upon receiving the new pump.